Event description:
It was reported that the even involved a (B)(6) year old male pt while in the cath lab during insertion. Vessel condition: no tortuous vessel, no calcification. Indication for use: hemodynamic stabilization. The md had difficulty when attempting to insert the iab-06840-u through the teflon sheath via right femoral artery. As a result, the intra-aortic balloon (iab) and sheath were removed. The md inserted a different brand iab through the terumo sheath via the same insertion site successfully and intra-aortic balloon pump (iabp) therapy went on as planned. There was no report of pt death, complications or injury. No med or surgical intervention was required. There was an approximate 10 minute delay or interruption in therapy with no harm to the pt noted. The pt outcome is good.

Manufacturer narrative:
(B)(4).